Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed product investigation. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that during the procedure to implant this subcutaneous implantable cardioverter defibrillator, this patient went asystolic during defibrillation threshold testing. Chest compressions were required and post shock pacing was intermittent due to oversensing from the compressions. Following pocket closure, undersensing resulted in a delay of therapy less than thirty seconds. A second procedure was performed on the same day and this system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.